Manufacturer narrative:
Additional information was added to d9, h3, h4, and h6. H4: device manufacture date - the lot was manufactured between july 1-3, 2023. H11: the device was received for evaluation. A visual inspection was performed, and it was noted that the leak was not easily identified. Functional testing was performed, and it was noted that there was a leak on the back upper left lay flat corner of the bag where a small pinhole size puncture was found. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 2000 ml eva (ethylene-vinyl acetate) tpn (total parenteral nutrition) bag leaked. The issue was further described as, the bag had tears on the surface through which the medication spilled. The device contained two units of vical injectable and one unit of multivitamin preparation (cernevit), with approximately 100 grams of total content leaked. This occurred prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). E1: initial reporter phone no.: should additional relevant information become available, a supplemental report will be submitted.